Manufacturer narrative:
Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained and returned devices were also tested with low-concentration standards (4 miu/ml). The results were read at 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending investigation.

Event description:
(B)(6) 2020: a (B)(6) old female patient visited the clinic for acne treatment. The patient's urine was collected at 14:50 and tested on the consult diagnostics hcg combo cassette at 15:09, which provided a positive result. The patients' blood was drawn for a confirmatory beta hcg. Confirmatory beta hcg provided a negative result of <2.39 miu/ml. No adverse patient outcomes reported. Limited information available. Although, further information was requested, no further information was able to be provided. Troubleshooting was performed with the customer with an emphasis on storage, handling and technique per the corresponding package insert-no deviations noted.